Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the clinical usage of the system was unknown. The philips remote service engineer (rse) inspected system remotely and confirmed that the system surge protection failed. As part of troubleshooting, the rse reviewed system log files and found an error indicating the defective overvoltage protection board (ny-ovpb) in the pdu located in the m-cabinet, the rse informed the same with the customer, and the customer was taking the responsibility to repair the system. No resolution service was performed by the philips. The codes were updated based on the investigation outcome. The health impact code was corrected.